Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was feeling a brief increase in stimulation sensation. The rep related the incident to being transitional or positional and hypersensitivity. No further complications were reported/anticipated.